Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they t experienced high blood glucose level. Blood glucose level at the time of the incident was 450 mg/dl. Customer stated that the insulin pump had intermittent issue with sound. Customer stated they did not hear beeps when audio volume settings were saved. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.